Event description:
Follow up determined that the device was explanted and replaced due to normal elective replacement indicator (eri). Upon further review, the device did not test out of specification. The returned device indicated normal battery depletion.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed a no output no telemetry condition. The no output was the result of battery depletion. The device had a power on reset (por) so no data was available and a longevity analysis was not performed. The device was milled open for analysis and visual inspection showed no anomalies. Analysis was inconclusive. Concomitant products: 5071-35 x2 implantable pacing leads (B)(6) 2007; 4968 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device revealed normal battery depletion. (B)(4).

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.